Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / portion of each of the fallopian tubes is extends towards the infundibulum"), device dislocation ("migration of essure device /"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and seizure ("seizures") in an adult female patient who had essure (batch no. B94868) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included chronic cervicitis. Concurrent conditions included uterine bleeding, lower abdominal pain, depression and squamous cell metaplasia. Family history included cancer. Concomitant products included ergocalciferol, oxycodone, paracetamol (apap) and sertraline. In (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain / chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), perineal pain ("perineal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, genital haemorrhage, seizure, vaginal haemorrhage, hypersensitivity, mental disorder, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, alopecia, perineal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, perineal pain, rash, seizure, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2014. Identified within the proximal portion of each of the fallopian tubes is a silver blue metal apparatus which extends towards the infundibulum. There were 3 coils visible at each ostia after the placement of essures. Discrepancy to be noted in essure removal date as (B)(6) 2017. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, seizures, tooth problems, dyspareunia, menorrhagia, dysmenorrhea, perineal pain. Batch no : b94868. Production date : 2013-11-13 , expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / portion of each of the fallopian tubes is extends towards the infundibulum"), device dislocation ("migration of essure device /"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)") and seizure ("seizures") in an adult female patient who had essure (batch no. B94868) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included chronic cervicitis. Concurrent conditions included uterine bleeding, lower abdominal pain, depression and squamous cell metaplasia. Family history included cancer. Concomitant products included ergocalciferol, oxycodone, paracetamol (apap) and sertraline. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain / chronic pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), perineal pain ("perineal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), cystoscopy). At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia, seizure, vaginal haemorrhage, hypersensitivity, mental disorder, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, alopecia, perineal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, perineal pain, rash, seizure, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2014. Identified within the proximal portion of each of the fallopian tubes is a silver blue metal apparatus which extends towards the infundibulum. There were 3 coils visible at each ostia after the placement of essures. Discrepancy to be noted in essure removal date as (B)(6) 2017. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, seizures, tooth problems, dyspareunia, menorrhagia, dysmenorrhea, perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr were received: lot number was added. Events: genital bleeding, vaginal bleeding, menorrhagia, hypersensitivity reaction, psychological disorder, rashes, migraines, headaches, nausea, seizures, tooth disorder, seizures, dysmenorrhea, dyspareunia, pelvic pain, perineal pain, abdominal pain, fallopian tube perforation, fatigue, alopecia, device monitoring procedure was not performed were added. Concomitant conditions and drugs were added. Reporter causality comments were added. Reporters were added. Plaintiffs information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.